Event description:
Reportable based on analysis completed (B)(4) 2011. It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, guide wire issues were noted. The target lesion was located in the left superficial femoral artery. The v-18, 300cm x 8cm poly tip guide wire was selected for the procedure. The physician removed the v-18 guide wire from the coil dispenser and found the tip of the guide wire to be more stiff then usual. The procedure was completed with another v-18 guide wire. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a fracture at the proximal end of the guide wire.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Visual inspection was performed and found the device had a fracture at 296.7cm from the proximal end. It was also found that 4.7cm of the poly tip was missing. There were kinks at 0.02cm and 2.3cm from the distal end of the guide wire. The fracture was sent to the (B)(4) analysis lab for further fracture analysis and according to (B)(4) results, the wire separation occurred due to a mechanical cut event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).